Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump won't prime between 150-180 units and it starts to prime if under 150 units. Customer's blood glucose is 182 mg/dl. Customer's blood glucose was elevated. Customer stated that he had a back-up plan. Customer stated that he was running a higher basal rate. Customer stated that he has to manually prime with the plunger or don't fill the reservoir over 150 units. Customer stated that the alarm occurred previously and during manual prime. Customer stated that the no delivery alarm is recurring and the issue has not been resolved. Troubleshooting was performed and customer stated that the pump did alarm no delivery. Customer was advised that the pump will need to be replaced. Customer was advised to revert to back-up plan.